Event description:
It was reported that pump battery depleted much faster than before, requiring charging every other day. There was no reported impact to the customer¿s blood glucose level. Customer, who was out of warranty and eligible for a new pump, declined follow up with technical support, so no further troubleshooting occurred, and cts was unable to confirm battery depletion allegation while customer proceeded with process to obtain new device.